Manufacturer narrative:
A non-sterile unit of enterprise vascular reconstruction device and delivery system was received coiled inside of a plastic bag. Delivery wire was received inserted in the coil dispenser, introducer tube and stent were received correctly positioned in the delivery wire. On delivery wire no damages were observed. Microcatheter involved was not received, and the stent was inspected under vision system and saturated of saline solution was observed on excess. Functional analysis was performed according with a microcatheter lab sample was used; the device was flushed repeatedly and a lighter resistance was felt when the stent passes through of microcatheter, however, the stent was deployed successful, no damages were observed in the stent per (B)(4). (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 10303805. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Event description:
During treatment of a middle cerebral artery aneurysm (7.5mm*7mm), the prowler select plus (mc) microcatheter (606s255x/15836881) was withdrawn to deployed the enterprise vrd (enc452200/10303805), but the stent was also recalled with the mc. Multiple attempts were made, but still failed. The devices had to be withdrawn, and then and changed to another stent to complete the procedure with the same microcatheter. The event occurred between the mc hub and enterprise. The issue was not that the vrd partially deployed or that it could not be released from the microcatheter, and after the same microcatheter used with the next device. After the event, both devices (mc and vrd system) were removed as unit, and no damages were noticed on any section of the delivery system or microcatheter that may have contributed to the event. During insertion, the vrd introducer was completely seated in the microcatheter hub, and additional torque or manipulation was required to advanced or place the enterprise. A constant and dedicated saline source was used at all times through the microcatheter, and the same microcatheter was used with subsequent devices. After the first enterprise vrd had the resistance, the enterprise and first microcatheter removed as a unit, and a guidewire was used to exchange the microcatheter in order to maintain target site. The distal tip was not reshaped, and no damages were noticed on the enterprise vrd or mc after removal from the patient (delivery system/introducer/mc (kink, bend, fracture, separated, or stent-detachment, uplifted struts, kink, bend, fracture, etc.), and the stent remained attached to the delivery system. No adverse event was reported on the patient, and the component will be returned for analysis.

Manufacturer narrative:
During treatment of a middle cerebral artery aneurysm (7.5mm*7mm), the prowler select plus (mc) microcatheter (606s255x/15836881) was withdrawn to deployed the enterprise vrd (enc452200/10303805), but the stent was also recalled with the mc. Multiple attempts were made, but still failed. The devices had to be withdrawn, and then and changed to another stent to complete the procedure with the same microcatheter. The event occurred between the mc hub and enterprise. The issue was not that the vrd partially deployed or that it could not be released from the microcatheter, and after the same microcatheter used with the next device. After the event, both devices (mc and vrd system) were removed as unit, and no damages were noticed on any section of the delivery system or microcatheter that may have contributed to the event. During insertion, the vrd introducer was completely seated in the microcatheter hub, and additional torque or manipulation was required to advanced or place the enterprise. A constant and dedicated saline source was used at all times through the microcatheter, and the same microcatheter was used with subsequent devices. After the first enterprise vrd had the resistance, the enterprise and first microcatheter removed as a unit, and a guidewire was used to exchange the microcatheter in order to maintain target site. The distal tip was not reshaped, and no damages were noticed on the enterprise vrd or mc after removal from the patient (delivery system/introducer/mc (kink, bend, fracture, separated, or stent-detachment, uplifted struts, kink, bend, fracture, etc.), and the stent remained attached to the delivery system. No adverse event was reported on the patient, and the component will be returned for analysis the issue was not that the vrd partially deployed or that it could not be released from the microcatheter. A non-sterile unit of enterprise vascular reconstruction device and delivery system was received coiled inside of a plastic bag. Delivery wire was received inserted in the coil dispenser, introducer tube and stent were received correctly positioned in the delivery wire. On delivery wire no damages were observed. Microcatheter involved was not received. Stent was inspected under vision system and saturated of saline solution was observed on excess. Functional analysis was performed according to dp (B)(4) rev 1 a microcatheter lab sample was used; the device was flushed repeatedly and a lighter resistance was felt when the stent passes through of microcatheter however the stent was deployed successful, no damages were observed in the stent. Per lake region report c 14,408. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10303805. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported event stent deployment difficulty was not confirmed due to the functional analysis was performed successful; however, the lighter resistance felt when the stent passes through of microcatheter was due to saline solution. The cause of the event experienced by the customer could not be conclusively determined; however procedural factors might have contributed with the cause of the failures reported by the customer. Therefore no corrective actions will be taken at this time.